Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor glucose was 59 mg/dl and her blood glucose was 120 mg/dl, which caused her insulin pump to unnecessarily suspend. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised to remove and replace the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.